Event description:
It was reported that the renasys go device had a broken case. During service evaluation the device was found unable to operate on ac or battery power and could nor recharge the battery and also unable to generate and control negative pressure. No patient was involved.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment been returned for evaluation. A visual inspection was performed and showed defects to the outer case and the door flap is broken. The functional inspection found that the device could not maintain pressure and recharge the battery, establishing a relationship between the reported event. Root cause was identified as a defective vacuum motor, a broken dc inlet port and contact with another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.